Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event and patient weight are estimated.

Event description:
The patient reported pain at the ipg site, and the ipg was subsequently replaced to resolve the issue.